Manufacturer narrative:
A ge oec service rep investigated the issue and found the single board computer did not appear to be functioning correctly, so the sbc was replaced, the system upgraded, and tested. The issues were corrected following this repair. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.

Event description:
The ge oec 9800 fluoroscopy system would not boot.